Manufacturer narrative:
The customer indicated the use of a qualified 24.5 diopter lens, iii handpiece and viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge product history records were reviewed and documentation indicates the product met release criteria. The intraocular lens (iol) product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a split cartridge. Patient impact is unknown. Additional information was requested.